Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine generator change. Upon interrogation, the right ventricular lead exhibited noise noted on noise reversion episodes. Programming changes were made. The generator change was successfully completed. The patient was stable throughout the procedures.